Event description:
The customer reported noise spots on the image during set up and inspection for use for an unspecified procedure involving an olympus gastrointestinal videoscope. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.